Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via correction bolus and supply change. System check with tandem technical support confirmed that the pump was functioning as intended. However, during troubleshooting it was identified that the customer mistakenly use a bad batch of insulin that had been exposed to extreme sunlight. The customer acknowledged that the identified issue contributed to the high bg.